Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months, 12 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient presented with a subtherapeutic inr level. The patient's coumadin dosage was changed on (B)(6) 2018. This change occured before the patient started taking linezolid early in the month, while also still on monocycline. The patient could not tolerate linezolid due to gastrointestinal (gi) side effects, fatigue, and thrombocytopenia. On (B)(6) 2018 the patient was switched to monocycline and all symptoms had resolved. No additional information was provided.

Manufacturer narrative:
Manufacturers investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support and no further issues have been reported. The hm3 IFU provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.